Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow-up high, out of range right ventricular lead impedance and noise were noted on stored egms. Programming changes were made. Patient will be monitored and was stable before, during and after the clinic follow-up.